Manufacturer narrative:
The investigation for the heart valve damage and positioning issue has been complete. No product was returned for evaluation. No pump data logs were returned for evaluation. Clinical details noted that pump became malpositioned multiple times on support while patient was experiencing mitral regurgitation, including sitting shallow in the ventricle at times or angled posteriorly and interacting with chordae. The root cause of the heart valve damage was most likely due to improper positioning of the pump. As the root cause of the heart valve damage was due to improper positioning of the pump in the ventricle, the failure mode of "positioning issues" has been removed and is investigated under the failure mode of "heart valve damage".

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
Us complainant reported the patient had an impella 5.5 implant and while on support, there were placement signal not reliable alarms. Support continued and the staff monitored. Additionally, trans-esophageal echocardiography was performed and there was a concern for the impella contributing to the patient's severe mitral regurgitation. The pump was resting shallow in ventricle. The doctor tried to reposition but was unable to torque pump towards apex. Pump was resting in posterior position, against posterior leaflet. The patient survived the event.